Event description:
A low readings issue was reported with the adc device. Customer received lower sensor scan result of 4 mmol/l compared to readings obtained on a hcp meter of 14 mmol/l. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced chest pain and a shortness of breath. Customer was unable to self-treat and was treated with insulin injection, insulin pump, saline drip, paracetamol, and oromol by a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided for the strip. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for freestyle strips and reported complaint, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received lower sensor scan result of 4 mmol/l compared to readings obtained on a hcp meter of 14 mmol/l. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced chest pain and a shortness of breath. Customer was unable to self-treat and was treated with insulin injection, insulin pump, saline drip, paracetamol, and oromol by a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. Control solution testing was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received lower sensor scan result of 4 mmol/l compared to readings obtained on a hcp meter of 14 mmol/l. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced chest pain and a shortness of breath. Customer was unable to self-treat and was treated with insulin injection, insulin pump, saline drip, paracetamol, and oromol by a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.